Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported since (B)(6) 2016 they are having pain and difficulty urinating. The patient also indicated they have interstitial cystitis when asked of implanted for bladder or bowel. There are no falls or trauma related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information from the patient reported that they contacted their managing healthcare provider (hcp) to adjust the implantable neurostimulator (ins). They stated that life was almost perfect after the implant, but then they began to experience pain and problems with urinating in (B)(6) 2016. Program changes were made on (B)(6) 2016. Pain continued to increase and they were constantly having to push/force through the pain to urinate. Sometimes this happened every 10 minutes per day. They could not go anywhere and said it was hard to even stand up and try to walk around without pain; and they could not lay down either as spasms and pain continued. The patient was not sure what was causing the pain and had used the same program from the time of surgery until the first adjustment made in (B)(6) 2016. They changed their diet in (B)(6) 2015 but went back to their original diet once the pain and issues developed. They eat the same 8 or 9 foods they can tolerate for each meal every single day and nothing has helped. The pain and forcing continues to be overwhelming. The patient also mentioned that the three program changes from 2016 have not resolved the issue or given relief. They found a new healthcare provider that is a little further away. They were hoping to get someone closer to home as the long trips sitting down and driving were very hard on them. The new hcp told the patient to contact a manufacturing representative (rep) to come to their office to program the device. The patient noted that on (B)(6) 2016 they were seen in the old hcp's office for "pain and retention/forcing". Hydro-distention surgery is scheduled there for (B)(6) 2016 to cauterize ulcers and try to enlarge the bladder. The patient noted that their status with the ins after the surgery is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.